Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 08/10/2015; however, did not include the date of issue. Therefore, the reported event of low audio output could not be confirmed. The root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim low audio output on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event low audio output was not confirmed. A root cause could not be determined.